Manufacturer narrative:
Additional information d4 (catalogue #, lot #, expiration date, UDI #), g4 (510k # & combination product). B5: during follow up, it was clarified that the amia cassette could not be disconnected from the transfer set. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to disconnect a minicap transfer set from a homechoice cassette. This was observed while disconnecting after peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.